Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000368305. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000309583. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During revision surgery, it was noted that the cuff was no longer coapting and fluid loss due to a hole at the cuff was observed. The device was explanted and replaced, and the procedure was successfully completed without any further patient complications.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1000368305. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1000309583. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. During revision surgery fluid loss at the cuff was revealed. The device was explanted and replaced. No additional patient complications were reported.